Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump monitored for a day. No blank display noted. Pump received with normal operating current. The stop (idle) current and run current measurement tests are within specification. Pump passed displacement test, self test and passed off no power test. No unexpected blank display or off no power alarm noted during testing. Pump history download using thds was successful. However, there is no data available on event date, unable to perform data analysis for blank display complaint. Cut and open the pump perform visual inspection moisture damage found on the electronics, motor noted. The test p-cap/reservoir does lock into place. The following were noted during visual inspection: scratched case, stained address/serial number label and stained end cap sticker. Blank display not confirmed. However, moisture damage found on the electronics, motor noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.